Event description:
The site reported event of a stroke approximately 5 weeks post index procedure. It is reported that the patient was admitted to the hospital with complaints of numbness and weakness on the right side of his body and difficulty speaking for the prior six days. According to the neurology consult the patient denied chest pain and shortness of breath. The patient reported headache on the right side of his head and no problem with vision, hearing, speech, language or swallowing. He reported feeling dizzy, meaning unsteady and lightheaded. His speech was weak and slightly slurred. Muscle tone and strength was normal on the left side. On the right side he had give away weakness in the right arm and right leg. Head CT revealed no acute intracranial process. A carotid duplex 1 day later revealed minimal plaque in the right and left bifurcation areas. A brain MRI 1 day later revealed a new subacute area of ischemic infarct in the left lateral thalamus/posterior limb of the left internal capsule with moderately severe chronic small vessel ischemic white matter change involving the subcortical and deep white matter of both cerebral hemispheres and the basal ganglia. The patient w as stabilized and transferred to inpatient rehab approximately 6 days post stroke event. A consultation one day later indicated continued presence of right facial droop, right hemiparesis, dysphasia and dysarthria. Q-wave mi event was identified to have occurred two days prior to previously reported mi by the clinical events committee. It is reported that the revascularization of the lad previously reported was to treat instent restenosis. The patient reported to have missed at least two doses of clopidogrel the same week as the mi occurred. The post-procedure course was complicated by acute renal failure and following treatment the patient was discharged on asa and clopidogrel.

Event description:
One lesion was treated during the index procedure. Two endeavor sprint coronary drug-eluting stents were implanted to the proximal lad, overlapping. Approx 5 months post index procedure, the pt experienced an acute mi. A revascularization (balloon angioplasty) of the proximal lad was completed as a result of the event. Pt recovered with treatment (medication) and was discharged from hospital 9 days later. (MFR report# 2953200-2010-00213) investigator reported that there was a probable relationship between the mi and the study device and no relationship to the study procedure.

Manufacturer narrative:
(B) (4) - revascularization, balloon angioplasty. Myocardial infarction, revascularization.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke). (B)(4).